Event description:
It was reported that when suturing on the aorta, the needle could not be pulled out after the first stitch. After pulling th needle out, the dr noticed that the suture was split near the needle attachment area. There were no adverse consequences to the pt reported.